Event description:
The end user was coming out of a restaurant on the sidewalk when the front bolt that folds the wheel sheared off. The end user fell and broke her arm.

Manufacturer narrative:
The rollator involved in this incident was returned to the (B)(4) facility where it was examined by the failure investigator. His findings are as follows: "the threads are severely stripped as the insert lacks threads on one side indicating overtightening." This incident occurred due to overtightening of the bolt, the bolt did not shear off as was reported in the complaint. This investigation is considered closed. No follow-up reports will be filed.